Event description:
Letter received indicating that a pump that had been returned for servicing over a year ago, had previously been involved in an alleged overinfusion. The letter indicated that within a 24 hr period the pump had been stopped and the programming changed, twice because the pt appeared to be over-sedated, with breathing difficulties on one occasion, each time the dosage was increased because the pt was in pain. It was at this time it was noted that the lock button was not in the right position, only having been turned half way. It was also noted that the medication reservoir was empty. According to the letter, even though the lock was not in a secured position, no fluid appeared to be passing through.

Manufacturer narrative:
Follow-up #1 submitted on 10/10/96.